Event description:
Procedure: unk. According to the reporter: the first stapler could not be fired normally. The blade was stuck so that the cut failed, but it did not damage any vessels. The device was replaced by another which then fired normally. The device could not open the loading unit and was unable to exit from the pt. The surgeon used vessel forceps to clamp the blood vessel and scissors to cut blood vessel and to remove the device.

Manufacturer narrative:
(B)(4).